Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
A patient reported via manufacturer representative that they had an infection. The manufacturer representative was present at the initial appointment when the patient¿s healthcare provider (hcp) ruled out that the infection was caused from the stimulator and placed the patient on antibiotics for seven days. It was noted that the hcp thought the infection looked like a lesion on top of the surgical site. It was reported that the patient had the system explanted on the date of this report and the issue was resolved. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.